Event description:
The device was used during an esophagogastrectomy. It was reported by the rep. That the esophagogastrectomy was not completed because the device completed the cutting but not the stapling. Another instrument device has to be used to complete the procedure properly. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion based on info received and visual and functional results, it appears instrument was not fired through a complete firing stroke. This is evidenced by breakaway washer being returned uncut but with an indentation around entire circumference. It should be noted tha to ensure instrument has acheivied a complete firing stroke, firing trigger must be fully actuated. A tactile feedback will be felt when breakaway washer has been fully cut. Instruemnt was reloaded and fired. It cut through breakaway washer and fired and formed staples as designed around entire staple ring with no difficulties noted. Mfg and engineering have been notified of reported incident.